Event description:
Facility alleges a blood leak occurred on a dialyzer nine minutes into treatment. The blood leak was detected by a blood leak alarm, no visual blood in the dialysate. Dialysis was discontinued and no blood loss reported. Blood pressure stable. The dialysis treatment was resumed with another and completed with no adverse symptoms noted prior to the pt leaving the dialysis unit on 9/18/96. The next morning (9/19/96), the pt complained of headache, insomnia, nightmares, arthralgia, wheezing and lethargy. The pt's eyes were red and he complained of vision problems. The facility has reported that the dialyzer involved in the blood leak incident had been discarded and there are no dialyzers from the lot number available.